Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female who underwent a breast augmentation primary with mentor memorygel, 700cc silicone breast implant experienced right-sided device migration, and left sided baker grade IV capsular contracture, and breast mass post procedure. The report indicated that capsular contracture on the left side. The right side has dropped out of the muscle. The doctor found some lumps in her left side and he is not sure if it's lymph nodes. She will be having a mammogram examination. Patients doctor is concerned she has lymphoma on her side due to her implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.